Manufacturer narrative:
(B)(4).

Event description:
It was reported that the oss311 implant did not integrate and was relocated into the sinus. Doctor advised that he performed a procedure to prevent further damage.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An single osseotite® implant 3.75 x 11.5mm (oss311) was received for investigation. The implant presented with some residue present between the threads, but no other signs of significant wear, damage, or deformation were noted. X-ray images were not provided for evaluation. Therefore, based on the evaluation, the device malfunction has not occurred, but the reported event was non-verifiable following evaluation of available information. No additional testing was performed due to the nature of the event. Review of the DHR for did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.